Event description:
A customer contacted baxter regarding homechoice (hc) problem of a leak in the pt line, this error occurred during drain 2 of 4. The home patient (hp) stated that the pt line was leaking and the hc was in drain 2 of 4. The hp then stated there was air in the pt line. The technical service representative assisted the hp to disconnect and end therapy. The hp will call the nurse today. No pt injury or medical intervention was reported. Product surveillance contacted the nurse on 08 june 2009 regarding the pt line leaking that occurred in 2009. The home patient also stated that there was air in the pt line during drain 2 of 4. The nurse confirmed that there was a crack in the pt line. The nurse stated that no sample was available. The nurse then stated that there was no pt injury or medical intervention associated with this report and the home pt was doing well with the following treatments.

Manufacturer narrative:
The device was discarded and a batch review is being performed.